Manufacturer narrative:
Concomitant product: product ID 8590-1, lot # n280973, implanted: (B)(6) 2011, product type accessory; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
Information was received from a nurse regarding a patient receiving intrathecal dilaudid (concentration 10000mcg/ml; dose 3997mcg/day) via an implantable infusion pump. Patient history included non-malignant pain and other chronic/intract pain (trunk/limbs). Since (B)(6) 2015, the patient felt the pump was not working as well. Prior to this they had noticed volume discrepancies where there actual residual volume (arv) was greater than the expected residual volume (erv). The volume differences started in (B)(6) 2012 at which time the erv was 4ml while the arv was 7ml. A roller study and catheter access port (cap) dye study were done in (B)(6) 2012 and were both negative. Since this time they had always noticed the arv was greater than the erv. On (B)(6) 2015, the erv was 3.2ml while the arv was 6ml. On (B)(6) 2015, the erv was 0.7ml while the arv was 4.2ml. The pump logs were checked and there had been no pump alarms. Event and patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.